Event description:
A malfunction alarm was reported, displaying malfunction code 0. There was no adverse impact to the customer¿s blood glucose level. The customer was able to reset the malfunction code, and the issue did not recur after the pump was reset.